Manufacturer narrative:
(B)(4). Teleflex received the device for investigation. The reported complaint of "leak in helium supply" is confirmed. A small leak was detected from the second stage pressure regulator during the complaint investigation which is the cause of the reported issue. The root cause of the pressure regulator leakage is undetermined. A device history record (DHR) review was conducted for the lot number/serial number with no relevant findings. The device passed all manufacturing specifications prior to release. A non-conformance has been initiated to further investigate the issue.

Event description:
There was no patient involvement. It was reported that the intra-aortic balloon pump (iabp) was having a slow helium leak.

Manufacturer narrative:
Qn#: (B)(4).

Event description:
There was no patient involvement. It was reported that the intra-aortic balloon pump (iabp) was having a slow helium leak.